Manufacturer narrative:
The customer reported ¿tubing kinked during priming between distal y-site and male luer¿. Received from the customer was one used primary set model 2426-0500, lot 20033161. Received with a copy of the customer¿s clinical advocacy incident report form¿. The set¿s original package was not received for inspection. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A kink was observed in the tubing (p/n (B)(4), approximately one inch above the distal smartsite (p/n (B)(4). No damage or tool marks were observed on the tubing at the kink location. Clear fluid was observed in the set's drip chamber and entire length of tubing. A note was received attached to the package reading: ¿nurse was priming¿. No other abnormalities were observed on the set during visual inspection. Functional testing was performed by filling a lab IV bag with blue-dyed water and attaching the returned used disposable set allowing fluid to flow through the set via gravity. It was observed that the blue-dyed water did not flow through the set and stopped at the location of the kink. The kink was massaged out of the tubing and the set primed completely without any occlusions or other issues observed. Equipment used (measurement and testing performed on (B)(6) 20. Calipers, eq02784, calibration due date: (B)(6) 20. Optical ram-cnc, eq08204, calibration due date: (B)(6) 21. The device history record for primary set model 2426-0500, lot 20033161, was performed. The search showed a total of (B)(4), units in 1 lot were built on (B)(6) 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame. The customer¿s report of tubing kinked was confirmed on primary set model 2426-0500. The root cause of the kink was identified as due to improper coiling and pouching during the manufacturing process.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing kinked. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20033161. It was reported that tubing kinked during priming between distal y-site and male luer. Short description of event: one set of tubing pulled out of port just below knob that controls the drips, came out of package that way was not even used. Second tubing had a kink in tubing above last port at end you hook IV up to. This was not used on patient, nurse just spiked and then noticed kink. Who was involved/impacted? Clinician. Was there any patient involvement? No. Did the event involve a death? No. Did the event involve serious injury? No. Exposure to blood/bodily fluid/IV solution? No. Was medical/surgical/other intervention required? No. Additional bd intake notes/questions for customer: no patient was involved, the nurse opened the package on the one tubing and it came out of the package that way. The second tubing and it feel apart while nurse was priming.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing kinked. The following information was provided by the initial reporter: material no: 2426-0500, batch no: 20033161. It was reported that tubing kinked during priming between distal y-site and male luer. Short description of event: one set of tubing pulled out of port just below knob that controls the drips, came out of package that way was not even used. Second tubing had a kink in tubing above last port at end you hook IV up to. This was not used on patient, nurse just spiked and then noticed kink. Who was involved/impacted? Clinician. Was there any patient involvement? No. Did the event involve a death? No. Did the event involve serious injury? No. Exposure to blood/bodily fluid/IV solution? No. Was medical/surgical/other intervention required? No. Additional bd intake notes/questions for customer: no patient was involved, the nurse opened the package on the one tubing and it came out of the package that way. The second tubing and it feel apart while nurse was priming.